Manufacturer narrative:
The date of this submission is 07-may-2014. This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8041101-2014-00016. The manufacturer report numbers for the second, third, fourth, fifth and sixth product in this case are 8041101-2014-00017, 8041101-2014-00018, 8041101-2014-00019, 8041101-2014-00020 and 8041101-2014-00021, respectively. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 12-mar-2014 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss gentle gum care, fluoride for oral hygiene (route-dental, frequency, lot number, expiration date unspecified). After an unspecified duration, the device broke off the top before or sometimes even during use. She stated that the floss broke off internally as well as where it was sitting around the bottom of the plastic. The plastic insert that holds the spool of the floss did not break. The consumer stated that the top of flosses broke around five to six times with other packages, but did not provide an exact number of the devices. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information was received on 24-apr-2014. The lot number was not provided and field sample was not received. A review of the data associated with the complaint category revealed no unfavorable trends. Based on the information available, this device was used as intended for treatment. The complaint category evaluated: was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8041101-2014-00016. The manufacturer report numbers for the second, third, fourth, fifth and sixth product in this case are 8041101-2014-00017, 8041101-2014-00018, 8041101-2014-00019, 8041101-2014-00020 and 8041101-2014-00021, respectively. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2014 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss gentle gum care, fluoride for oral hygiene (route-dental, frequency, lot number, expiration date unspecified). After an unspecified duration, the device broke off the top before or sometimes even during use. She stated that the floss broke off internally as well as where it was sitting around the bottom of the plastic. The plastic insert that holds the spool of the floss did not break. The consumer stated that the top of flosses broke around five to six times with other packages, but did not provide an exact number of the devices. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.